Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a communication issue. The technical support specialist confirmed that the issue got self-resolved before case assigned. The system functioned as intended after troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system is not communicating. The customer stated that the few patients not showing up on pyxis when trying to remove medications. Staff are having to add temporary patients to pull medications. There were no adverse events or injuries reported based on this event.